Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. It was reported that the reservoir compartment was cracked. The device was returned for analysis.